Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 400 mg/dl. Customer was treated with bolus. Customer states the transmitter led did not blink on and off. Customer stated that transmitter battery depleted alert did not occur before loss of communication event. The device will not be returned for analysis.